Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. As a result, the customer experienced a ¿high¿ blood glucose (bg) level (specific bg value was not provided) and fell and ¿passed out¿ due to the elevated bg and dehydration. The customer required assistance and was ¿rescued¿ by their sibling and delivered a bolus via the pump and administered a manual injection to address the elevated bg. Reportedly, the customer had used cold insulin in the cartridge and had not performed the air removal step during the load process. The customer was educated on proper load techniques. Additionally, it was reported that the air bubbles were occasionally observed in the tubing. Customer declined to change pump supplies at the time of the event, and was recommended to consult with a healthcare provider regarding diabetes management.